Manufacturer narrative:
Additional information: d6 x-ray review: ap and lateral x-rays of the lumbar spine show a construct from l4 to s1. Si and hips appear normal. Lateral view also shows interbody cages and pedicle screws spanning the l4 and l5 disc spaces. S1 screws are bicortical at 2 months postop. At 5 months postop on ap, lateral and dynamic views there has been a fracture of the s1 screw with some collapse of the construct. The s1 screws appear to be the same caliber as the l5 and l4 screws. Dynamic views show very little movement in the area of the construct. Fusion cannot be verified nor pseudoarthrosis verified on these films.

Event description:
It was reported that the patient underwent an l5-s1 posterior fusion and tlif at l4-5 and l5-s1 for spondylolisthesis, radiculopathy, and back pain. Patient reportedly did well post-operatively until approximately 4 to 5 months when he developed back pain with no history of overt trauma. He was found to have a fractured left s1 pedicle screw. At six months post-op, the patient presented to surgery with left s1 screw fracture, radiculopathy, lumbago, and chronic pain syndrome. The patient underwent a revision surgery for posterior l4-s1 hardware exploration, revision left l5 and s1 screws, and left l5-s1 foraminotomy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.